Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04263. It was reported the pt felt a constant itching all over his body. It was reported an allergy test may be used to determine cause. Follow up identified the pt was scheduled for the removal of the trial leads. It was reported the pt had taken benadryl per the physician. Further follow up found the benadryl had resolved the itching. It was reported the issue was related to the healing process at the incision site. It was reported the pt received effective stimulation during the trial, and the trial leads were removed as scheduled.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.